Manufacturer narrative:
Insulin pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error, rewind, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test or verify battery out limit alarm and unresponse button due to blank display. Moisture damage keypad traces during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The device went into pool water. A button error was on the screen as soon as they got out. There was fluid under the screen. The device was making a noise but the screen was not on. The customer's blood glucose during the incident was around 100 mg/dl. They tried to push the buttons but the device vibrated. They took the battery out. The device made a noise then died out. The insulin pump will be returned for analysis.